Event description:
According to the initial reporter the ivc filter did not deploy properly on a (B)(6) y.o. Female. Filter was straight vertical without any tilt. One of the legs did not deploy properly and caught two of the other legs, such that only 1 leg was in proper position. The filter was removed immediately in the same setting since it did not deploy properly.